Event description:
The barcode scanner on the ortho summit summit sample handling system instrument misread the sample barcode. A barcode misread could result in a sample from one pt being misinterpreted for another. No death or serious injury was associated with this incident.